Event description:
We have had several occurrences at our hospital where, when using the drug etoposide with the baxter smart pump, the nurses have to program additional volume to infuse because there is residual drug in the bag. For example, 500 ml were programmed to infuse over an hour. At the end of the hour, the bag has not completely infused, and the nurse had to add volume to the programming to get the infusion to finish. The pump calculated that a total of 700 ml had infused. We confirmed the IV bags are not being overfilled.